Event description:
It was reported that the device was getting an upstream occlusion (uso) alarm on all the pumps. The site could not find anything strange on the settings of the pump. Alarms start at the same time on the pumps that suggesting a potential issue with the administration sets. The incident occurred during infusion while in use with patient on different occasions at the maternity department. There was patient involvement and no patient harm.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.